Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was 300 mg/dl. The customer changed supplies and resolved the issue prior to calling.